Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the internal bolster detached inside the patient. Reportedly, a contrast media was used after the securi-t percutaneous replacement gastrostomy tube was implanted and it appeared that the tube was not inside the stomach. The tube was removed and the internal bolster was retrieved from the abdominal cavity. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the internal bolster to be separated from the device. The tubing and remainder of the device was not returned. The inner diameter of the bolster presented voids where material was attached to tubing. There were no voids or defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. It was noted that the condition of the returned unit was consistent with the complaint incident that the internal bolster detached/separated. Based on all gathered information, the most probable root cause is ¿operational context¿.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the internal bolster detached inside the patient. Reportedly, a contrast media was used after the securi-t percutaneous replacement gastrostomy tube was implanted and it appeared that the tube was not inside the stomach. The tube was removed and the internal bolster was retrieved from the abdominal cavity. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.